Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. An ulcer is a known complication of a peg- j tube placement. Jejunitis is a known complication of a peg- j tube placement. Health effect clinical code of e2402 was chosen to capture the event of jejunitis. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2025 a patient in spain underwent a procedure for the placement of jejunal tube. On (B)(6) 2025 it was reported the patient was taken to the hospital emergency department due to 2 days of experiencing digestive discomfort, accompanied by bilious vomiting and diarrhea. A gastroscopy was performed, in which 2 small bleeding ulcers and jejunitis in the area where the j-tube was located in its most distal portion were observed. The j-tube was retracted to remove from the affected jejunal area. During the gastroscopy, bleeding lesions were cauterized. Four red blood cell concentrates were transduced to stabilize the anemization. During admission to the hospital, the patient began to show fever in addition to high analytical values of c-reactive protein and procalcitonin. Since there was no clear focus of digestive or respiratory infection, the patient received empirical antibiotic therapy with amoxicillin/clavulanic IV, obtaining a good clinical response to treatment. After 14 days of admission to the hospital, follow-up tests were performed, observing anemization of the patient despite the administration of 4 red blood cell concentrates. Patient underwent a gastroscopy in which no bleeding spots were observed. Decision was made to perform a digestive encapsulation to deepen the origin of possible bleeding that cannot be observed in traditional endoscopy. On (B)(6) 2025 the patient underwent a colonoscopy in which polyps were resected, and friction lesions were observed in the jejunal intestinal portion where the distal end of the j-tube is located. On (B)(6) 2025 the patient¿s son reported the probes were determined to be the cause of bleeding.